Manufacturer narrative:
Patient city: (B)(6). Patient country: belgium.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported that the infusion set tape was detached while changing the clothes. No further information available.